Event description:
Ventilator started to alarm low peep and had just started to make a loud clicking noise. The ventilator was removed from the pt and checked and while off the pt started to make the same noise. No harm to pt.